Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted or explanted. Product investigation summary: the returned device shows significant use during its 3.5+ year lifespan, with numerous gouges from hammer blows. The distal threaded portion of the device is broken off and is stuck in the returned insertion handle. The driving cap is used to insert tibial and femoral nails. The exact cause of the complaint cannot be determined, but it was likely a result of excessive/off angle hammer blows during use and wear. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. This device is routinely used to insert the trochanteric fixation nail as well as to insert the ti cannulated tibial nail suprapatellarly, per technique guides. The relevant drawing for the device(s) was reviewed with issues or discrepancies noted. The design is determined to be adequate for its intended use when used and maintained as recommended. Although the exact cause of the complaint cannot be determined, it was likely a result of wear and excessive/off angle hammer blows during use. Device history record review: manufacturing site: (B)(4) - manufacturing date: march 15, 2011. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a driving cap broke as a nail was being inserted during a tibial nail procedure on (B)(6) 2015. The broken piece became embedded into the insertion handle. The procedure was completed successfully with no reported patient harm or surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Verification of date of receipt was received. The manufacturer actually received the device on (B)(6) 2015. Date originally reported as (B)(6) 2015. Corrected in associated field. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.